Event description:
Related manufacturer report number: 2017865-2025-14501. It was reported that the patient presented in-clinic for a left-ventricular (lv) lead repositioning procedure due to a high capture threshold. During the procedure the right-atrial (ra) lead was dislodged and its conductor was externalized. As a resolution the lv lead and the ra lead were explanted and replaced. The patient condition was stable.